Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown). An additional consumer event was also communicated which is captured on a separate report. This product online review was left by the consumer in 2022 but posted to the retail site at a later date. The actual date of occurrence is unknown.